Event description:
It was reported that two (2) large volume folfusors under infused during infusion. At the time when it was expected that the devices would have completed the medication delivery, it was observed that the devices had not fully infused. The devices were filled with flucloxacillin 8g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on 07 and 08-may-2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed residual fluid inside the device's bladder which suggests possible underinfusion. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.